Event description:
This report is being filed upon notification from our mr manufacturer in other country, to submit this incident. Problem: the pt was scanned with the synergy body coil with the feet first into the magnet. The coil was positioned over the pelvis for a right hip examination and the pt had changed to a hospital gown. It was reported later that a second degree burn (2-3 cm blister) had appeared on the right buttocks.

Manufacturer narrative:
Conclusion - (other) - the heating was most likely caused by unwanted rf interference. The fact that high sar levels have been used may have contributed to heating. Also, the position of the coil and the patient could lead to heating of the coil cable or elements and/or unwanted rf interference. This interference is hard to predict since with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the positon of the coil and cables in relationship to the pt, the scan techniques used, and etc. The same site coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations. Another possibility is that a current loop was formed in a skin fold of the buttocks. Therefore, it is not possible to give a direct root cause for this incident. Note: the indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.